Event description:
It was reported the battery door will not spring open. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery contacts were compressed. It was also noted that the upper and lower cases were broken, both bail covers were broken, the ring cover was contaminated, the battery release o-ring was contaminated, the ring was bent and the keyboard was scratched. (B)(4).